Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2011 with a bifurcated device, a suprarenal aortic extension, and three limb aortic extensions. Upon follow-up, computed tomography revealed a 3a component separation. The patient was treated with two competitor grafts to correct the issue, but then the patient was found to have a 3b leak. The patient was transferred to another hospital where they attempted to treat the 3b leak with a competitor graft on (B)(6) 2016, but were unable place the graft. Physician elected to correct with an aui and a fem-fem bypass. Patient is doing great.